Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation as both grippers were able to lower and raise without issue. The reported leak could not be replicated in a testing environment due to the returned condition of the device (polyimide tubing was not returned). The reported physical resistance/sticking could not be confirmed as the lock lever was noted to be functioning/advancing, retracting as normal. The polyimide tubing on the gripper lever was not returned. The lever cap on the lock lever side was observed to be tilted and gap was observed between the cap and lock lever shaft. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, the reported leak was likely due to the deairing technique used during the device preparation. The reported gripper actuation issue appears to be due to the troubleshooting maneuvers to address the reported leak. A cause for the reported physical resistance/sticking could not be determined. The observed missing component (polyimide tubing) was due to shipping/transport conditions as this component was not returned. The observed unstable lock lever cap was likely due to operational context. There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 2921 removed.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of the clip delivery system (cds), air was noted coming from the gripper lever and was unable to be de-aired. When the physician checked the cds after removing the plastic cover from the gripper line, there was no air noted anymore, but the gripper arms and the lock lever were not moving well. The cds was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.